Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing resulting in false detection of bradycardia and pauses. Programming suggestions were provided; no changes or interventions were reported. The patient condition was not known.